Event description:
It has been reported to philips that tech states they were performing their weekly checks on this unit and found the display is not working, they turned the pro on and the display was blank. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.